Event description:
Dealer sated that the m41sr20b power chair stops. When user attempts to use the joystick it does nothing, user has to move joystick to the right, it makes a click and then user can move forward in the chair.